Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they continue to have uti's and are not emptying their bladder fully like they should. Patient said this has been going on for 2-3 years. Patient got a new urologist who is concerned about what is happening and told the patient to call to see if they can reset the stimulator. Agent asked the patient if they were told what adjustments to make and the patient said no. During the call the patient was unable to power on their communicator. Patient plugged the communicator into the ac power supply and the green light came on right away. Patient pressed the power button on the communicator but blue light did not show. The issue was not resolved through troubleshooting. An request was sent to the repair department to replace the device. Patient will call back when they get replacement communicator for assistance connecting to ins. Agent received call from patient on (B)(6) 2026 in regard to the same issue previously reported. Caller stated that they received the replacement tm90 and were needing assistance pairing it. Agent walked the caller through the steps of pairing and connecting to the ins. Caller confirmed that they were able to pair the device successfully and adjust the stim to a comfortable level. Additional information was received from the patient. Patient called back and repeated therapy issues, said has frequency issues, which they believe is because patient isn't emptying their bladder. Patient asked if increasing the setting will get the system "to do what it is supposed to do." Reviewed device therapy information with caller. Patient said that their urologist prescribed some new pills that are supposed to help, just started a week ago and was told that it would take several weeks before would see some results. Patient asked for additional listings, for a specialist that understands the implant. Physician listings were sent to the patient.